Event description:
Received information that the patient line and the tubing connected to the end of the cartridge broke. Reportedly, the customer smelled insulin. Customer's blood glucose level was not impacted. Customer indicated that the cartridge would be changed at a later time.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental report will be submitted.